Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that signal loss occurred. The wearable was inserted into the arm on (B)(6) 2024. According to the patient¿s husband, on (B)(6) 2024, around 12:00 am, the patient¿s continuous glucose monitor (cgm) had signal loss. The patient went to bed, in the morning around 8:00 am, the patient couldn't speak, was losing her balance and was thirsty. There was no treatment provided and no fingerstick performed. The patient¿s husband took the patient to the emergency room. There the patient was treated with 4 intravenous (IV) medication: insulin, glucose, sodium and an unspecified medication. During that time the bg reading was 1100 mg/dl or high. The patient was hospitalized for 32 hours. She was discharged at 04:00 pm on (B)(6) 2024. At the time of the report the patient was doing okay. No other details were documented. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No additional event or patient information is available.